Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2015, during a femoral repair operation, right after the plate was set; the surgeon tried to insert a cercl-cable through the cable tensioner in question but had difficulties. It was stated that something like a piece of cable (length: 20 cm) was found inside the hollow part of the tensioner. The operation was delayed for 30 minutes due to this incident. This is report 2 of 2 for com-(B)(4).